Manufacturer narrative:
The injuries sustained by the engineer were caused due to the service instructions not being followed. It is mentioned in the service documentation of the high order shimming (hos) that the shim filter is magnetic and the part contains a warning sticker as well.

Event description:
Philips received a report that a service engineer from the hospital got injured during a service action. The shim filter was attracted to the magnet when the service engineer tried to remove it from the examination room. The engineer sustained a severe cut on one of his fingers, that required stitches, a cut in his thumb and bruising on his stomach.